Event description:
It was reported that the collimator on the 2600 system would intermittently not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was repaired and aligned during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)